Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed no delivery. Customer does not recall blood glucose level. Troubleshooting was not performed customer had done a complete set change. Unable to determine what was the cause of the occlusion. Customer is returning the reservoir for further analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and inspected the reservoir, snap-cap, and septum for anomalies. None were found. Tested the reservoir for occlusions, and none were found.